Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record review cannot be performed. Complaint confirmed for the broken-off hub. The device was received with the c-ring detached from the hub. The hub will come apart if the c-ring is not in place. The cause of the c-ring detaching is unknown. The device was also observed to be bent. A bent shaft is typically caused by excessive force during use. However, no metal flaking or other damage was observed on the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during use, the surgeon noticed that part of the hub broke off in the patient. Opened another powerasp and completed the case successfully. After the case was completed, the surgeon requested an x-ray to verify that everything was retrieved. However, the surgeon noticed that a piece of metal flake was left in the patient. Case: subacromial decompression.